Manufacturer narrative:
Findings: pump received with blank display due to the battery tube connector not plugged in properly. Unable to performed functional test due to blank display anomaly. Unable to verify battery out limit due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.